Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was missing data points on the continuous glucose monitor graph. Troubleshooting with tandem technical support (cts) was performed and reportedly, the customer successfully started a sensor session. Additionally, the customer received an incomplete bolus alert. The cause of the alert was explained to the customer (bolus screen is opened but no action is performed and screen is not exited within 90 seconds); however, the customer was not satisfied with the explanation and declined a follow up call. There was no reported impact to the customer's blood glucose level.